Event description:
The customer reported that they were experiencing intermittent spo2 drop out issues with a newly installed mp2 monitor.

Manufacturer narrative:
The customer reported that they were experiencing intermittent spo2 drop out issues with a newly installed mp2 monitor. The limited available info is not sufficient to support that there was a health risk or to determine whether this failure mode was obvious to the users. In abundant caution, we will report this as a malfunction. Add'l investigation will be done to determine if there was a health risk. A final report will be submitted once the investigation is completed. (B)(4).